Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported to the follow up visit with complaints of malaise, dizziness and increased tenderness at the percutaneous lead (driveline) site. The patient was hospitalized and changes were made to medication with oral antibiotics and cefalexin. No additional information was provided.

Manufacturer narrative:
Correction.

Event description:
Additional information was received indicating that driveline culture collected on (B)(6) 2018 showed achromobacter xylosoxidans, corynebacterium striatum, and staphylococcus aureus.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.